Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure with an artificial urinary sphincter (aus) due to recurring incontinence. Upon explant a hole in the cuff was identified resulting in device fluid loss. The device was unable to provided complete coaptation of the urethra as there was not enough pressure from the pump. It is believed that the cuff was the reason for the issue relating to the incontinence. There were no additional patient complications reported.